Manufacturer narrative:
H10: the device was received. Investigation is not complete.

Event description:
The device did not sound an audible alarm tone during an alarm condition. It was reported that the nurse started to program the pump but left the pt's room for an unspecified reason. A "few minutes" later when the nurse returned to complete the programming, the pump was noted to have no audible alarm tone during an unspecified alarm condition. The pump was removed from clinical service. Therapy was started using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the pump did not sound an audible alarm tone while on the low volume setting.